Event description:
Ophthalmologist recommended original otc ocusoft lid wipes to clean lids to treat asymptomatic blepharitis. After two uses as directed I developed a severe adverse reaction. Lids became swollen, red, and itchy. Since reaction, eyelids are now permanently sensitized to cleaning. I can no longer tolerate any cleaning of the eyelids without having a reaction such as pain and swelling. Since use my blepharitis is now chronic and symptomatic along with severe chronic dry eye. Minor triggers, such as touching, heat, wind or reading, now causes an adverse reaction, such as irritation, redness, and lid swelling. Frequency: twice to clean lid. How was it taken or used: topical. Date the person first started taking or using the product: (B)(6) 2017; date the person stopped taking or using the product: (B)(6) 2017. Reason for use: to clean eyelid margins.